Event description:
It was reported that after multiple attempts using holter telemetry, the battery on the leadless implantable pulse generator (ipg) exhibited unexpected battery changes. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.